Manufacturer narrative:
(B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed but was within manufacturer specs. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in gel and the blood went right through it. No report of injury or medical intervention. No report of blood exposure to mucous membrane.